Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the tubing. Customer attempted to prime the tubing; however, decided to perform a supply change to address the issue. Customer¿s blood glucose level was 506-508 mg/dl.